Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID wr9200 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's (pt's) recharger and no lights come on at all. Caller said they put it on the dock and it does not get charged, just one battery light comes on then goes dark, before yesterday they were able to get a little bit of charge into the patient's battery it is 50 % today but could not get it to work yesterday. Worked with caller to reset the charger by holding down the power button for 45 seconds off the dock and on the dock while plugged into power (with a green light on the dock) but the issue did not resolve. Caller tried the restart again, while plugged into a different outlet and the green lights started scrolling, button presses did not resolve this. Caller said the pins and contacts look fine. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. No symptoms were reported.

Manufacturer narrative:
H3: analysis of the wr9200 wireless recharger serial number: (B)(6) revealed a battery pack failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.